Manufacturer narrative:
B5: it was reported that there was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal, and a cracked battery compartment. The alarm was verified in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the malfunctioning latch sensor was the root cause. The latch sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette alarm signals locked when not connected. There was unknown patient involvement.